Event description:
It was reported that during a routine follow up, they were unable to interrogate the device. Premature battery depletion suspected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported loss of communication was confirmed. Based on device settings, the device did not meet the expected longevity. No high current drain sources were found throughout bench and automat ed testing. The battery was sent to the vendor. No anomalies were found that would lead to battery depletion. The cause of the premature battery depletion could not be determined.